Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a patient became hemodynamically unstable. Impella cp was implanted emergently after dye was injected through guide catheter, left anterior descending artery, and left main coronary artery. The posterolateral circumflex branch dissected, and the dissection propagated to the aorta. The impella was placed in surgical mode during open heart surgery. It was noted that the purge side arm was broken by the nurse, so the pump was swapped for new device.